Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and tested on an in-house system. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Also, the mega suturecut needle driver instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. There was an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was not confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver would not turn correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.